Event description:
It is reported that during a retrograde femoral nail procedure the spiral blade inserter was missing one of the tabs and the inter-lock screwdriver stripped. The spiral blade inserter was found to be missing a tab before the surgeon used the device. The screwdriver stripped while the surgeon was screwing in a screw. The surgeon was still able to use the spiral blade inserter. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The device was evaluated by manufacturing engineer. The report states that the tangs on the distal tip are bent and damaged. The appearance of the instrument indicates that it was often and/or forcibly used. Chatter marks exist on the entire length of the spiral groove shoulder. A manufacturing conclusion cannot be presented due to the condition of the product. The wear and tear or excessive use caused the malfunction of this instrument. Placeholder.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product development evaluation was performed and the report states that the returned spiral blade inserter (03.010.084, lot# 1535332) was received intact with one of 2 distal tabs broken off and missing. The double helical features contain chatter marks along the entire working length's major diameter. The proximal bronze anodized handle is in excellent condition and contains little if any evidence of wear. The rotating proximal knob face shows slight impact from applied forces near one of the t-bar's's legs. The spiral blade inserter and companion aiming arm (not received) are intended for internal, retrograde and antegrade, fixation of femoral nails. The returned device is intended to be used together with the aiming arm (03.010.052) to advance the spiral blade to achieve distal locking of the femoral nail (technique guide j11966-b). The spiral blade, loaded to the inserter, is intended to be advanced by hammer blows to an assembled 357.34 connecting screw (not returned). The device was sold in 8/06 and is over 7 years old. Dwg 03_010_084 rev. E was reviewed and determined to be suitable for the intended design conformity. The returned spiral blade inserter has 1 of 2 tabs broken off and missing. Based on the recommended method of use for this device and the very good condition of the rest of the device, it is likely that the device was dropped or impacted sharply in some way leading to the breakoff of 1 distal tab. Although (B)(4) of the 03.010.084 have been sold (us/jde 1/06-4/14), the usage of these reusable instruments is best determined by reviewing the number of spiral blades they are intended to be used with. For the entire family of spiral blades 04.013.041-04.013.052 (12 total, (+/-sterile), (B)(4) total have been sold (us/jde 1/06-4/14), resulting in occurrence rates of (B)(4))based on 2 relative complaints. It is likely that rough handling of some kind has impacted the distal tab of this device causing it to break off and the complaint is not as a result of a design deficiency. The device is determined to be suitable for its intended use and the complaint invalid from a design perspective.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system.

Event description:
This is report 1 of 2 for (B)(4).